Event description:
It was reported that during preparation resistance was met upon removal of the protective sheath from the xience xpedition ll and the stent was noted to be stretched and deformed. The device was not used and there was no reported patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.